Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow up. Interrogation of device revealed increasing thresholds on the right ventricular lead. The lead was successfully explanted and replaced. The patient was stable before, during, and after the procedure.